Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer performed the displacement test and the insulin pump error alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a constant pump error 38 alarm during the rewind, problem isolated to the motor assembly. The motor was tested outside of the device and passed. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test.